Manufacturer narrative:
The customer reported to the remote service engineer (rse) that the touchscreen no longer works. The rse sent a service quote was sent to the customer for approval, and the customer accepted. The rse also provided the customer with the part identification (ID) of the replacement touchscreen for repair. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 indicating that the touchscreen was not working. It is unknown if the device was in clinical use when the issue was identified. There was no report of harm. The investigation is ongoing.